Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the annuloplasty ring was explanted at implant due to unknown reasons.

Event description:
This event was reported in error. A response was received from the surgeon indicating the explant was not due to a malfunction of the device but was an unsuccessful ring repair.

Manufacturer narrative:
Device not returned. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation has been received from the health-care provider. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Investigation is on-going.

Manufacturer narrative:
It has been learned through follow-up with the health care provider the explant was not due to a malfunction of the device. This event was reported in error.